Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip opened up 35 degree when the arm positioner was about ¾ of the way to a hard stop during the deployment sequence. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.